Event description:
It was reported the patient experienced a shocking or jolting sensation. Since the patient started working as a cashier six days prior to report, she noticed a sharp burning sensation and electrical impulses.. When moving away from behind the counter, the 'sharp burning sensation' would stop. The location of symptoms was in the right side groin. The patient was advised to turn the device settings down or turn it off when the symptoms began. It was reported that therapy was 'working great otherwise.' No falls or traumas were reported to have occurred. The patient had been working in the store for 25 years, but had just recently started as cashier. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889, lot# v949844, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).